Event description:
The angiosculpt device was used in a peripheral lesion. Upon removal, the device could not be removed through the sheath, thus the device and sheath were removed together as a unit. A new sheath and non-angiosculpt device were used to complete the procedure. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer's introducer sheath and were removed as a unit. Placement of a new sheath was necessary to complete the procedure.

Manufacturer narrative:
The angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system.

Manufacturer narrative:
Blocks d4/h4: the model number updated from 2076-6040 to 2249-50200. The lot number updated from g20020014 to g22050004. The expiration date updated from 2/14/2023 to 5/2/2024. The UDI# updated from (B)(4) to (B)(4). The device manufacturer date updated from 2/14/2020 to 5/2/2022. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks h3/h6: the angiosculpt device was returned intact to a 6f introducer sheath. Visual inspection confirmed the angiosculpt was partially inserted through the sheath with the distal scoring element bunched up. An attempt to remove the device through the 6f introducer sheath was performed; however, the bunching of the distal scoring element prevented the device from being removed from the sheath. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.